Manufacturer narrative:
The reported event of communication problem and data problem were confirmed. As received device could not establish connection with merlin programmer. Device was found to be in backup mode. Device image was attempted to be saved which was unsuccessful. The attempt to reload the product code was failed. The cause of this failure was an anomalous integrated circuit (ic) on the hybrid. Battery power was recycled. A longevity calculation was performed, and device battery deletion was normal based on device usage.

Event description:
It was reported the asymptomatic patient presented in clinic. During implant, it was observed the pacemaker was unable to be programmed and displayed an error message. The pacemaker was removed and replaced. Patient was stable.